Event description:
Dpc received a report of an immulite 2000 pipetting from an incorrect sample (sample diluent tube in this case). Specific patient result reported was considered discordant (unusually low due to diluent in place of sample), therefore, patient sample was repeated.